Manufacturer narrative:
Due to character limitation. Event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had battery charging issue. There was no patient involvement

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, e3, g1, g3, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) stated that the biomed stephen thomas performed first look at iabp. He discovered that the console wasn't seated correctly. He reseated console into cart correctly, locking it in place. He let the machine charge overnight. Both batteries were fully charged. He gave a confirmation call wednesday 12/18/24. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use.